Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incision from the cardiac resynchronization therapy pacemaker (crt-p) system implant had become infected. Repeat antibiotic treatments were attempted, but the infection would not heal. The crt-p system was explanted and a right ventricular (rv) lead was used for temporary pacing. A new implantable pulse generator (ipg) system was implanted several days later. No further patient complications have been reported as a result of this event.